Event description:
Healthcare professional reported "capsular contracture baker grade IV" against right device and subsequently "rupture discovered during explant surgery." The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV" "rupture."

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: observed one opening in device on the radius side assessed as fold flaw opening (tear) opening. Additional observations: crease fold observed on the device. No penetrating nick ( stress marks) observed on the device.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" against right device and subsequently "rupture discovered during explant surgery." The device was explanted.